Event description:
It was reported that the pacemaker exhibited premature battery depletion. It was noted that during the interrogation, it showed that the battery longevity was 3.5 years. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event premature battery depletion was not confirmed. A malfunction based on analysis was found. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in elective-replacement level. The hybrid circuitry was tested, and the results indicated normal current drain. Longevity assessment was performed, and device passed projected longevity. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.